Event description:
The patient reported the insulin infusion device is not accurately delivering insulin. He stated that in the last few days, his blood glucose readings have been elevated up to 300 mg/dl and he has been unable to correct it. He stated, he has given himself correction boluses of insulin to try to bring his blood glucose levels down, but has been unsuccessful. The patient reported the infusion device has given no error messages and appears to be working. He stated, he has not changed the basal rate and that the basal rate is programmed correctly. The patient stated his doctor believes the insulin infusion device is not delivering insulin correctly. Product was replaced and requested to be returned for evaluation.